Event description:
It was reported that the patient experienced discomfort and pain on their skin near the implantable pulse generator (ipg) site. The patient tried charging the ipg, but it could not be turned on. The patient underwent a revision procedure to replace the ipg. The ipg was explanted and replaced. The patient is doing well postoperatively.

Manufacturer narrative:
The returned ipg sc-1216 serial number (B)(6) was analyzed and revealed that it was charged fully from its hibernation, and the device regained its functionality. The ipg passed all tests performed and exhibited normal device characteristics. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. The IFU states that the following medical therapies or procedures may turn stimulation off or may cause permanent damage to the ipg, particularly if used in close proximity to the device: over time, the ipg may move from its original position; weakness, clumsiness, numbness or pain below the level of implantation; and persistent pain at the ipg or lead site. In any event, the patient is instructed to contact their healthcare provider to inform him/her of the medical therapies or procedures that may turn stimulation off or may cause permanent damage to the ipg.

Event description:
It was reported that the patient experienced discomfort and pain on their skin near the implantable pulse generator (ipg) site. The patient tried charging the ipg, but it could not be turned on. The patient underwent a revision procedure to replace the ipg. The patient is doing well postoperatively.